Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using the binax and the results were negative. Patients were quarantined, but there was no patient impact otherwise noted. (B)(4). The following information was provided by the initial reporter: "additionally, customer said that on (B)(6) 2021, they had another employee who tested positive on the veritor analyzer but came out negative on binax. Confirmatory pcr result is pending."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1054251. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using the binax and the results were negative. Patients were quarantined, but there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: "additionally, customer said that on (B)(6) 2021, they had another employee who tested positive on the veritor analyzer but came out negative on binax. Confirmatory pcr result is pending. "